Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion being treated was located in a severely calcified location. The 15mm x 2.50mm quantum apex balloon catheter was advanced to the lesion and on 2nd inflation it ruptured. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.